Manufacturer narrative:
The unique device identifier for this device is (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the blue luer lock of a half day infusor. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: march 7, 2017 ¿ march 9, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted an untightened blue winged luer cap. A functional leak test was performed after tightening the cap with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.